Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a biopsy forceps radial jaw 4 standard capacity w/needle 2.8mm working channel and the patient suffered a gastrointestinal perforation. During the biopsy, the forceps tore tissue in the cecum. Two endo-clips were applied to close the tears and repair the colon. A non-recycled biopsy forceps was used to complete the biopsy.